Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The device was not returned to olympus for inspection and the reported failure was not confirmed. Since the device was not returned a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had black and white noise that appeared momentarily on the image when adjusting the angulation. The issue occurred during an upper gastrointestinal endoscopy and was completed using the same device. There were no reports of delays or patient harm.